Event description:
It was reported that during an in-office visit there was difficulty interrogating this cardiac resynchronization therapy pacemaker (crt-p). Technical services (ts) discussed troubleshooting efforts. Subsequently, troubleshooting was performed, and the communicator was power cycled, and a successful patient-initiated interrogation was sent. High out of range pacing impedance measurements were exhibited on the right ventricular channel. The patient was referred to contact their clinic regarding the red call doctor icon. At this time, this device remains in service and there were no adverse patient effects reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during an in-office visit there was difficulty interrogating this cardiac resynchronization therapy pacemaker (crt-p). Technical services (ts) discussed troubleshooting efforts. Subsequently, troubleshooting was performed, and the communicator was power cycled, and a successful patient-initiated interrogation was sent. High out of range pacing impedance measurements were exhibited on the right ventricular channel. The patient was referred to contact their clinic regarding the red call doctor icon. At this time, this device remains in service and there were no adverse patient effects reported. This device was explanted and replaced due to normal battery depletion. This device was returned to boston scientific for evaluation.